Event description:
The hospital was utilizing a navilyst convenience kit during a diagnostic cardiac catheterization procedure. During the procedure, the chamber of the contrast controller (a component in the kit) became empty of contrast media. This was not noticed by the physician and air was injected into the pt. The contrast controller device was missing a green ball which floats in the chamber to indicate the level of contrast. The device was removed and replaced with another. According to the hospital in (B)(4), "no apparent harm to pt during or noted after procedure. The pt remained pain free and vital signs stable." The used device was returned to navilyst medical for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2011 navilyst medical complaint report was reviewed for the product family of contrast controllers and the failure mode of "air bubbles." No adverse trend was identified. The returned device was visualized and it was confirmed to be missing the green ball in the chamber. The purpose of the green ball is to "serve as an indicator" for the contrast level in the chamber by acting as a visual reference. It is not designed to prevent air from entering the tubing below the chamber. The directions for use packaged with the contrast controller device contains the following caution: "examine product carefully for entrapped air and fully debubble prior to injection to minimize the potential for embolism and in rare instances death." The root cause of the device being assembled incorrectly is employee error in failing to properly visualize the device per navilyst mfg procedures (100% verification that each chamber contains a green ball). Re-training of the employees involved with the assembly of the devices used in the reported lot has been conducted. (B)(4).